Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Imc logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. Device analysis: the console was examined after arriving in fs. A broken purge disc flag was identified. Conclusion: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. Es2023-0090 documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H3 updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support and during this support when doing a purge cassette change, the automated impella controller (aic) stopped recognizing the purge cassette and the screen froze. Consequently, the aic was exchanged with no harm to the patient noted.